Event description:
Patient stated they moved and went to a different doctor who said to do a trial with a boston scientific implant to see if that would help. Patient did the trial and it helped a good bit but then it didn't help anymore either and patient started having severe pain in their upper back since the device was implanted. Patient mentioned that they were starting to have major pain in the upper thoracic and neck and their doctor found out they needed to have a cervical fusion. Patient noted that the stimulator was for the lumbar area and partially up and not even in the center back. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).